Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (on (B)(6) 2009 hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: as per pfs: please note possible discrepancy with date of insertion. Plaintiff received treatment for pain dysmenorrhea, pelvic / abdominal, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain dysmenorrhea cramping), pelvic / abdominal, bleeding menorrhagia (heavy menstrual bleeding). Event outcome was updated for the events: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.